Event description:
(B)(4). The exact day it was placed in my body was (B)(6) 2011. More side effects, memory loss/ forgetfulness, acne, hair loss, lack of period, bloating.

Event description:
(B)(4). Since essure was placed in my fallopian tubes I've had several health issues bloating almost all the time, severe lower back pain, severe lower abdominal pain, uti ect. I do have diabetes and high blood pressure but symptoms started after essure was placed also period cycles are off when I've always been regular.